Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was 251 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan while their insulin pump was being replaced. No additional information is provided.

Manufacturer narrative:
The insulin pump was received with intermittent up arrow button response due to flattened button dome switch. There was no button error alarm during testing. The insulin pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.